Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving ineffective low back stimulation. As a result, the patient has not been using his system and wants to have it explanted. Follow-up identified the patient is also considering an MRI since the physician wants to evaluate his cervical area. The patient was given new stimulation programs to try prior to determining the next course of action.